Event description:
Consumer stated she was using a tampon and was dizzy, whole body ached, she fainted and had a temperature of 102 and vomited for 3 days. Consumer stated that she went to the ER and the attending physician said she had tss. She stated she was given medication.

Manufacturer narrative:
The product was not returned. Procter & gamble (p&g) is submitting this report only because it believes an event that meets the requirements.